Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that when the device was interrogated prior to use, there was no battery voltage shown. The device was not implanted and returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).